Event description:
Surgeon reported residual astigmatism post-operatively in patients since (B)(6) 2014 where the same amount of astigmatism is seen pre-operatively and post-operatively. There was no vision loss associated with the event however the patients required enhancement procedures. Surgeon was not able to provide any patient information.

Manufacturer narrative:
(B)(4). Field service specialist check the equipment as per customer request and he found laser was within specifications. The fss mentioned that surgeon requested the beam shaping module to be replaced and it was replaced as per his request. All pertinent information available to abbott medical optics has been submitted. Placeholder.